Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation, however, the customer returned a photo for investigation. A photo inspection revealed an additional bent cannula on the hub which looks like had been trapped between the shield and was stuck due to sprinkled epoxy. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 161211. Conclusion: the root cause for this defect has been determined to be a manufacturing deficiency during the cannula assembling process. A formal corrective action has not been implemented for this defect. Based on the preventive measures and our stringent sampling inspection, the probability of occurrence of this non-conformance should be very low and always, in sporadic cases. However, the smaller cannula as gauge 30, the more probable having this kind of issue due to its low weight. (B)(4).

Event description:
It was reported that a user suffered a needle stick from a 25 g x 5/8 in. Bd microlance¿ hypodermic needle while opening the blister pack because of a double cannula. There was no report of medical intervention.